Event description:
A cgm error 42 was reported by the caller, prompting technical support to assist with resetting the pump. There was no adverse impact to the customer's blood glucose level. After the pump reset, the error did not reappear, and the caller was able to successfully start their sensor session.